Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn. The mfg documents were reviewed and no complaint related issues were found.

Event description:
Pt suffered left distal tibia fracture. The surgeon implanted an 8-hole medial distal tibia plate, eight 2.7mm va locking screws, and three 3.5mm va locking screws. It is reported that the surgeon had difficulty with two distal 2.7mm va locking screws locking to the plate in the anterior distal most 2.7mm va locking hole and the center distal most 2.7mm va locking hole. While the surgeon was attempting to insert the 2.7mm screws, the locking head threads would not catch the threads in the plate to lock. The surgeon removed the two screws and re-drilled one of the holes the screw was in and it was able to lock properly. The surgeon left the other hole empty. This is 4 of 4 reports being submitted.